Event description:
The physician intended to use a sprinter legend balloon to treat a lesion in the proximal of the first diagonal branch. The balloon was inspected prior to use with no issue noted. The lesion target lesion exhibited 85% stenosis. The sprinter legend balloon was the first device used to treat the lesion for pre-dilation. It was reported that the device ¿was broke in the lesion¿ at 8 atms. The physician used a non-medtronic balloon of the same size to complete the procedure. No clinical sequelae were reported. Device evaluation: the device was returned for analysis. The balloon failed negative prep indicating the presence of a leak. Visual inspection of the balloon showed a longitudinal tear along its working length. The tear was approximately 3mm long.

Manufacturer narrative:
Results: device inspected prior to use with no abnormalities noted. Appears most likely that balloon was damaged during use. Tear in balloon. Conclusions: device inspected prior to use with no abnormalities noted. Appears most likely that balloon was damaged during use. (B)(4).